Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced issue on buttons which happened randomly happen when she did bolus. The customer¿s blood glucose level was 145 mg/dl. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The middle and back button was unresponsive. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive and an alarm was not in progress at the time the button was unresponsive also bolus menu was not available and button was not unresponsive during an easy bolus attempt. The customer was advised to monitor insulin pump. The insulin pump will be returned for analysis.